Manufacturer narrative:
(B)(4). Device broke during insertion; device was not implanted/explanted. Complainant part is not expected to be returned for manufacturer review/investigation. Manufacturing location: (B)(4). Manufacturing date: january 13, 2016. Expiry date: january 01, 2026. Review of the device history record (s) showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes europe reports an event in (B)(6) as follows: it was reported that a surgery for fracture of distal end of right radius took place on (B)(6) 2016. During the surgery, a part between the head and thread of the reported screw broke when the surgeon tried to start tightening the screw using stardrive screwdriver shaft and torque limiting attachment. The surgeon had drilled the proximal second hole of plate with 1.8 mm drill bit and 1.8mm drill guide before the reported screw was inserted. And, the surgeon also used depth gauge to measure the depth of the screw before the breakage. The broken part of the screw did not drop into the patient's body; the shaft of the screw was still in the hold of the plate and the head was attached to the tip of the screwdriver. The surgery was completed successfully; no surgical delay was reported. No adverse consequences were reported. This is report 1 of 1 for (B)(4).

Manufacturer narrative:
(B)(4). Device broke during insertion; device not considered implanted/explanted. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the shaft of the screw remained in the hole of the plate which was implanted in the patient; the shaft of the broke screw remained in the patient.